Event description:
It was reported that during a diagnostic procedure in the coronary arteries, using a radial approach from the subclavian to the aorta the hi-torque bmw guide wire (gw) was advanced under fluoroscopy when the gw prolapsed into the right internal mammary artery(rima). The wire was pulled back, slightly; however, the gw broke and the tip of the gw remained in the subclavian. It was thought that there was an issue with the integrity of the gw connection at the 1st junction. A snare device was used to remove the separated tip of the gw. This ended the diagnostic procedure. There was no adverse patient sequela and no reported delay in the procedure. No additional information has been provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported entrapment of device, product quality problem (integrity of the gw connection at the 1st junction) and material too soft / flexible prolapsed were unable to be replicated in a testing environment due to the condition of the returned device. Additionally, the following was noted during device evaluation: bent shaping ribbon, offset coils, multiple bends/kinks on the core, scraped teflon coating. A review of the lot history record and similar incident review could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy resulted in the reported prolapse (guide wire prolapsing into the right internal mammary artery); thus resulting in the reported entrapment. Manipulation of the prolapsed guide wire resulted in the noted device damages (bent shaping ribbon, offset coils, multiple bends/kinks on the core) and ultimately resulted in the reported material separation/noted core separation. The noted scraped teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. The reported product quality problem (integrity of the gw connection at the 1st junction) is likely a result of the reported/noted difficulties. The treatment appears to be related to the operational context of the procedure as a snare device was used to remove the tip of the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.